Manufacturer narrative:
The baxter technician found the bed needed to be reset. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician reset the bed to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the progressa plus bed was moving up and down on its own. The bed was located at the account. Process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.